Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was confirmed. Upon receiving, the device would not be linked nor charged. The device data was not retrieved using an external power source. An internal test found excessive sleep current drainage and high thermal on u2_asic. This type of damage occurs when the ipg is exposed to high-voltage transients. The device damage was likely caused by electrocautery during the lead revision procedure as there was no complaint originally against the ipg until after the date of the lead revision.

Event description:
A report was received that after a revision procedure wherein electrocautery was used (MFR. Report no. 3006630150-2019-01655), the patient was unable to charge or connect to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).